Event description:
It was reported that the customer was having some loading issues with the epiphany injection system. The first lock/click would not secure, therefore, causing the leading haptic of the lens to bend over the optic. If both clicks are not secure, this will happen. There was no patient contact.

Manufacturer narrative:
A search by lot number revealed there were no similar complaints within the work order. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing of the device that was the root cause of the complaint. Based on the complaint history, injector lot number search and device history record review, a specific root cause of the event could not be determined. (B)(4).